Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient developed hemolysis during impella rp flex support. Two units of blood were given to the patient and the pump was pulled back from its deep positioning. The condition cleared up following the intervention. Support continued uninterrupted and patient outcome is unknown.

Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. The data logs were received for investigation and revealed additional failure modes. Hemolysis: clinical details noted that patient was started of continuous renal replacement therapy (crrt) due to some hemolysis occurring overnight on first day of support. Data logs were reviewed and real time (rt) log around time of reported issue shows a motor current spike with speed deviation and momentarily drop in pump flows. Additionally, a step up in placement signal after spike and increase in purge pressure. The root cause of the hemolysis was most likely due to biomaterial ingestion based on returned data log analysis. Temporary pump stop: data logs were reviewed and lt logs show multiple "impella stopped - motor current high" alarms and a failure mode of "temporary pump stop" was added to the investigation. Data logs showed about 7 hrs into support a pump stop with a motor current spike with speed deviation immediately before pump stop and flows dropping to 0. Purge pressures rose slightly after pump stop occurred but no purge alarms were triggered. Pump was attempted to be restarted twice before a successful restart and pump continued support with elevated motor current (mc) and placement signal (ps). No clinical details on temporary pump stop was provided. The root cause of the temporary pump stop was most likely biomaterial based on mc spike and elevated ps upon data log review. Placement signal issue: upon review of returned data logs, it is apparent that the dp sensor is the cause of the issue and the failure mode has been changed from "optical signal issue" to "placement signal issue". About 22 hrs into support ps begins to drift. Data logs were reviewed and lt log showed a placement signal not reliable (psnr) alarm with dp signal out of range noted about 28 hrs into support. Pump motor current remained stable at time of issue with placement signal drifting down then suddenly spiking to 3000 and remaining out of range. Pump flows drift upwards then drop to 0 when placement signal goes out of range. Cvp is stable at time of observed sensor drift and only goes out of range when placement signal is out of range. Clinical details noted that pump had a "placement signal not reliable" alarm and a loss of flow calculations and pump was removed. The root cause of the placement signal issue was most likely due to dp sensor drift based on returned data log analysis.